Manufacturer narrative:
D10 concomitant medical product: sigtrsb60amt 60mm med thk reinforced rel (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively on a pneumothorax single-port video-assisted thoracoscopic surgery (vats), patient coughed up bloody sputum and found about three staples in it about two weeks after surgery. The staples that were coughed up were neatly formed into type b staples. It was noted that two reloads were used and had an issue.

Manufacturer narrative:
Correction: d1, d3 (MFR name, street 1), d4 (model #, catalog #), g1 (MFR contact first name, last name, postal code, email, phone number). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.